Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative replaced the joystick and the foot switch. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the joystick would not function properly. No pt injury was reported.